Event description:
It was reported that the hcp was going to revise the pt's system because, it never worked like the trial. It was reported that one lead "popped out" and there was something wrong with the other, and a rep from another company checked the system and determined it was not working. The pt stated that the implanting doctor "passed our during surgery:.

Manufacturer narrative:
(B)(4).